Event description:
It was reported via repair work order that the side rail could not remain latched due to a broken latching bracket weld, with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail could not remain latched due to a broken latching bracket weld, with sharp edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the unit was repaired and returned to the customer. This was reported in error. The unit was scrapped by stryker and a replacement unit was ordered for the customer.